Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g.,redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
Dexcom was made aware on 03/15/2017, that on (B)(6) 2016, the patient experienced a skin reaction. Date of issue is an approximation. The reaction was described as red, itchy and raised area. The patient's father stated that he had consulted their endocrinologist and every recommendation from their endocrinologist has been for trying skin barriers and skin prep applications without success. No details were provide on what types of skin barriers or skin preps were recommended or used. This report is to capture the medical intervention contact between the patient's father and the endocrinologist. At the time of contact, the patient was fine. No additional event or patient information was provided.